Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified mid circumflex artery (cx). The lesion was predilated with a 2.0x20mm apex balloon. It was noted that the lesion was 60-70% stenosed after predilation was performed. A 2.25x28mm taxus liberte atom stent was advanced to the lesion; however, the stent would not move past the proximal portion of the left main (lm). The physician attempted to pull the stent back but it would not go back into the non bsc guide catheter and the stent became frayed. While attempting to remove the device, the stent dislodged from the stent delivery system (sds) in the femoral artery. The physician used forceps to successfully remove the stent from the pt. The procedure was successfully completed with three promus stents. No additional pt complications were reported with the pt's current condition listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplement medwatch will be filed.